Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. The dimensional inspection confirmed the drill bit was out of specification and the failure was attributed to human error during manufacturing. Nc has been initiated at mitek to capture supplier CAPA for this issue. Appropriate measures and corrective actions were implemented to mitigate this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. Associated medwatch: mr# 1221934-2018-52024. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder repair that his gryphon drill bit was dull causing the tip of the customer's gryphon p br anchor to break upon insertion. The surgeon completed the procedure with the devices leaving the anchor securely in the bone hole with no patient consequences or time delay. The sales rep could not provide a lot number for the drill bit but stated it was over 3 years old and had seen heavy use. The sales rep could not provide a lot number for the anchor.